Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 332 which was reproduced as system error 322. System error 322 was verified through a review of the event history log and found to be caused by a failed lower link switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 332 (bad battery a/d) at power up in the intensive care unit. There was no patient involvement. No additional information is available.